Event description:
It was reported that the pt had a strong ear burning caused by bacterial infection. He had ear flowing for more than 3 months and the skin always opened over the implant housing. The implant was working, but explantation was required because of medical reasons. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.